Event description:
It was reported that the drill bit broke. There was no harm for patient, operator or third party reported. No further information received. Update 30-apr-26: additional information was provided. It was reported that during an ankle fracture surgery the drill bit broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.